Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. Patient reported no medical assistance or injuries at the time of contact with dexcom.